Event description:
The patient had lumbar decompression surgery in august. X-rays revealed that the lumbar spacer was retropulsed. The patient returned to the or for removal and replacement of the lumbar spacer in september 2005.